Event description:
Additional information received reported that the device system was used to infuse lioresal. The cause of the event was urosepsis. It was reported that ¿hospitalist set the pump on minimal rate,¿ however it was unclear if the "hospitalist" performed an additional intervention related to the pump as additional information provided regarding what the hospitalist did was illegible. The event was due to ¿baclofen withdrawal.¿ it was ¿unknown¿ if the patient required hospitalization due to the event.

Event description:
It was reported the patient was in the intensive care unit. The reason or diagnosis was not stated. The pump delivering baclofen was initially at the minimum rate and then the physician increased it to a simple continuous rate of 96mcg/day. Eight days later, it was reported the patient was still in the hospital, and on a ventilator. The health care provider planned to decrease the dose per day to ensure the baclofen was not affecting the patient's respiratory function.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).